Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms and rewind anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she had issues with her pump. The customer stated that she had a hard time getting through the rewind and prime process. The customer received multiple no delivery alarms from the pump. The customer did not want to troubleshoot for the pump. The customer will be sent a replacement pump.